Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.13, 1.14, 1.17 and 1.18 was failed. A field service engineer (fse) replaced the drawer 1.18 mini engine and then replaced the drawer 1 controller board, reconfiguring the drawer after installation. The repair was tested in hardware test application (hta) and in the application, and all functions operated correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the user stated they had been informed that the unit was previously serviced however, the drawers were still not functioning properly specifically, drawers 1.13, 1.14, and 1.17 failed to open, while drawer 1.18 failed to remain closed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.